Event description:
The patient called and alleged that it seemed like the device was not doing the job because they get really fatigued with activity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).